Event description:
It was reported patient presented in clinic during follow up with device that exhibited post sensed t wave oversensing on ventricular channel. Programming changes were made during device check. Patient was asymptomatic.